Event description:
The customer reported that she was hospitalized due to high blood glucose levels, trouble breathing and chest pain. The customer's blood glucose levels at the time of the event read hi on the glucose meter. The customer was assisted with the insulin pump programming as she just received a replacement. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.